Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were successfully implanted in a patient for endovascular treatment of a 6.5cm abdominal aortic aneurysm in 2001. The iliac arteries were reported to be aneurysmal; measuring 2.5 cm on the left and 1.8 cm on the right. The patient has a history of hypertension, hyperlipidemia, and coronary artery disease status post percutaneous transuliminal coronary angioplasty and stenting. It was reported that the CT scan in 2003 showed an increase in the diameter of the aneurysm to 6.4 cm with a type ii endoleak. Angiography performed showed no evidence of a type I endoleak at the proximal area of the stent graft. The iliac limbs were patent bilaterally with no evidence of a type ii endoleak. It was reported that after review of the CT scan, the patient was converted to open repair with explant of the stent graft in 2003, secondary to aneurysm enlargement due to a type ii endoleak and a type I distal endoleak. The patient is reported to be fine and no additional clinical sequelae were reported. Medtronic ave has received the stent graft and its analysis is pending.